Manufacturer narrative:
Unit received with broken reservoir tube lip and missing reservoir tube o ring. The drive support disk was inspected and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had missing piece and the customer was using tape to hold the reservoir. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the drive support cap was raised. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.